Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure after several repositioning attempts, the helix was unable to advance or retract. The device was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure after several repositioning attempts, the helix was unable to advance or retract. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter name and title. Evaluation summary: (B)(4): helix disengaged from helical channel, full lead was returned for analysis. Tip seal observation, with blood noted on distal conductor and helix mechanism; the analyst noted that the helix would not extend due to being over-retracted.